Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/dl). Reportedly, the cause for low bg levels was unknown. Assistance obtaining carbohydrates was required to address customer's low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged low bg could not be verified due to another issue found.